Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that during a trial implant procedure, the physician could not implant the lead due to patient¿s anatomy. As a result, the procedure was aborted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.